Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level ranging from 396 mg/dl to over 500 mg/dl. No additional information was provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.